Manufacturer narrative:
It was determined that MFR report was reported in error. The failure was found while performing preventive maintenance. The authorized service personnel (asp) replaced the front bezel to address the reported issue.

Manufacturer narrative:
Report date: 18aug2021. There was no patient involvement.

Event description:
The biomed is reporting the v60 nav-ring is not moving. The customer reported that the unit was not in use on patient. The customer contacted product support and reported the v60 nav-ring is not moving. Product support paging to field for replacing the v60 front bezel. Further information is pending.